Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - what is the current status of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a laparoscopic uterine isthmus cerclage surgery on (B)(6) 2024 and suture was used. During the procedure, the patient's vaginal cervical cerclage failed, and suture was used during the laparoscopic uterine isthmus cerclage surgery. During the surgery, when the needle had completely penetrated the tissue of the uterine isthmus, the suture slightly exposed the tissue. The doctor continued to pull the suture out of the tissue by pulling the needle body, the problem of pulling off suture needle happened. Immediately, a needle holder was used to straighten the needle body and remove it. The suture that leaked out of the organization was relatively short, and the doctor continued to pull the exposed short head to pull out the suture and tie it. The problem of pulling off suture needle happened in this case is considered fortunate. If the suture sometimes detaches before it penetrates the tissue, it may require a second puncture for the patient, resulting in increased bleeding. No adverse patient consequences were reported. Additional information was requested.